Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the distal circumflex artery with mild tortuosity and heavy calcification. A non-abbott guide wire was advanced to access the lesion. Pre-dilatation was performed with a non-abbott balloon catheter. The non-abbott balloon catheter was advanced and inflated 10 to 14 atmospheres when the balloon ruptured. The device was removed and a 1.20 x 6 mm mini trek balloon was advanced with resistance due to the anatomy. The trek balloon reached the target lesion and during the first inflation at approximately 12 bar (12 atmospheres) , the balloon ruptured. A rotablator was used due to the heavy calcification, ending the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.